Event description:
It was reported that the customer had a repeated button error alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. No further information provided.

Manufacturer narrative:
Findings: cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. All buttons function properly. No button error alarms noted. However moisture damage was noted on keypad traces.